Event description:
Based upon the allegations, it has been reported that seven months post full knee replacement the pt was diagnosed with myoclonis/opoclonis paraneoplastic syndrome and lung cancer. Seven months later pt expired.